Manufacturer narrative:
Evaluation summary: because of long-trem use ,ccd signal wire might fall off, pcb board or ae-p1 was waterlogged, all of these would cause blackout. The scope was repaired by the third party and returned to the hospital.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient underwent painless gastroenteroscopy at (B)(6) 2021, and the scope entered 30cm away from the anal margin, then the screen showed black. The screen still showed black after repeated restart, and the screen worked normally after the scope was replaced. The observation was affected and the operation time was prolonged. This event occurred at the time of during use. There was no report of patient harm.